Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and chest pressure approximately two weeks post implant. An atrial lead position check failure was noted on the right atrial (ra) lead. All therapies disabled. Atrial undersensing causing false termination of some atrial tachycardia/atrial fibrillation (at/af) episodes was also noted.  The ra lead remains in use no further patient complications have been reported as a result of this event.